Event description:
Pt reportedly developed increased swelling, inflamed skin, blistering and firmness following implantation of op-1 implant with stryker tcp putty to treat a radial shaft nonunion. The graft moved to a "subcutaneous location." The graft was surgically removed and the symptoms cleared.